Event description:
On (B)(6) 2022 arjo was informed by medicines & healthcare products regulatory agency about an incident reported by the customer with the arjo voyager v5 duo ceiling lift and the kwiktrak rail installation system involvement. It was reported that the ceiling lift cassette and battery were not attached correctly which led to the battery falling from the ceiling lift. An arjo representative contacted the customer to schedule an appointment and evaluate the equipment involved in the event. During the visit at the customer's site, the technician was informed on the details regarding the reported incident. Following the information provided, the staff was manually positioning the device to start a patient transfer from a bed to a wheelchair. When they approached the patient with the lift, the battery suddenly dislodged from the device and landed at the side of the wheelchair. The patient did not sustain any injury.

Manufacturer narrative:
On (B)(6) 2022 arjo was informed by medicines & healthcare products regulatory agency about an incident reported by the customer with the arjo voyager v5 duo ceiling lift and the kwiktrak rail installation system involvement. It was reported that the ceiling lift cassette and battery were not attached correctly which led to the battery falling from the ceiling lift. An arjo representative contacted the customer to schedule an appointment and evaluate the equipment involved in the event. During the visit at the customer's site, the technician was informed on the details regarding the reported incident. Following the information provided, the staff was manually positioning the device to start a patient transfer from a bed to a wheelchair. When they approached the patient with the lift, the battery suddenly dislodged from the device and landed at the side of the wheelchair. The patient did not sustain any injury. Arjo voyager v5 duo is a non-portable ceiling lift. The system consists of the kwiktrak installation and the lifting unit, which can be easily moved along the installation rails. Depending on the configuration, this movement can be provided either with electric motor or the lift can be pushed manually. The batteries in the ceiling lift are placed inside the housing, secured by the plastic holders. According to the information provided by the service technician after the equipment evaluation, the lift itself did not show any signs of wear and tear but the screw attaching the bottom cover to the housing of the ceiling lift was missing and therefore the bottom cover was loose. The technician observed that the bottom cover of the ceiling lift was secured with the cable ties, after the event by the 3rd party service provider who is responsible for a servicing of a device. There were holes in the housing of the device drilled to allow using the cable ties. The service technician removed the cable ties, replaced and tighten the screws and took the device out of service until the new cover was replaced. According to the information provided, the last maintenance of the device was performed on 11th february 2022 by the third party service provider. It is not known whether the absence of the screw securing the bottom cover of the device occurred as a result of the service performed. Based on the information given, personnel moved the ceiling lift manually along the installation rail. A hypothesis could be that if the bottom cover is loose through the lack of a screw and the battery inside the ceiling lift is not secured by the plastic cover then as a result of impact applied by the caregiver to move the ceiling lift along the installation, the battery may have become dislodged and fell out of the ceiling lift. The instructions for use for the voyager v5 duo (document number: 001.19520.en) provides important instructions for the user: ¿always ensure that violent impact during transfers is avoided.¿ ¿handling and storage: avoid violent impacts while transporting the lift.¿ based on the above information, we are unable to confirm the hypothesis above, so the root cause of the device malfunction remains impossible to define. To conclude, the arjo voyager v5 duo ceiling lift and the kwiktrak rail installation were used as a system for a patient transfer when the battery dislodged from the ceiling lift and fell out and from that perspective the system did not meet its performance specifications. The complaint was decided to be reportable due to the fact that the ceiling lift battery falling out of the device could pose a risk of sustaining a serious injury upon reoccurrence.